Manufacturer narrative:
Additional info has been requested. Device was not explanted. Synthes (B)(4) quality complaint unit received info from synthes (B)(4) on (B)(4) 2011. Synthes (B)(4) is subsequently submitting this 30 day notification based on date of awareness as (B)(4) 2011. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine mfg date without a lot number.

Event description:
Synthes (B)(6) reported that a customer in (B)(6), implanted with synex ii at t12-l2 on (B)(6) 2008 and vivostat bone graft experienced collapse of the device. F/u x-rays were taken (B)(6) 2008. The collapse was noted by x-ray on (B)(6) 2010 and two of the caudal 5.5mm ti cancellous locking screws of the anterior fixation (tslp) were noted as broken. No revision surgery has been planned. This is the 2nd of 3 reports submitted on this event.